Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii adapter / connector defective / damaged on (B)(6) 2024 around 10:00, the nurse in the ward to the 12 bed after patella fracture surgery patient performed venipuncture tube placement, puncture successful, see the heparin cap at the blood oozing out, immediately clamped the tube, rotate the heparin cap found heparin cap interface cracks, immediately replaced with a new heparin cap that the problem is solved.

Event description:
No additional information is available.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Retained sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and batch/lot number information.